Event description:
Rec'd a med watch report alleging the lift tipped over while the resident was being transferred from a bed to a chair, resulting in the consumer's death.

Manufacturer narrative:
Manufacturer rec'd a medwatch uf/importer report (B)(4). Information within the report stated a lift tipped while the resident was being transferred from their bed to their chair and the pt has expired. Device has been in use for over six years with no prior incidents. It is apparent a transfer error has occurred. No additional information has been provided.